Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 200-300 mg/dl range and a correction bolus was delivered to address the high bg level. The customer was not sure what was causing the high bg level. The customer was to use insulin injections to manage diabetes.